Event description:
The account alleged that a pt was being transferred to a wheelchair and when the resident stood, the cna noticed blood on wheelchair. The cna placed the resident back into bed and noticed a deep laceration on their left calf which required closures and sutures in the ER.

Manufacturer narrative:
The technician inspected the bed frame and could not find any sharp edges.